Event description:
Device malfunction: partially, prematurely deployed stent. Time of device malfunction; during unpackaging. Symptoms/ae: none. It was reported that during unpackaging the stent was found to be partially deployed. A second xpert, same size stent was unpackaged and deployed successfully. The customer reported there was no patient involvement. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.